Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ac power supply indication not showing on machine. Low oxygen cell. According to the report, it did not occur during ventilation. Therefore no patient involvement.